Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the device alarmed failed battery test. Customer's blood glucose was 120 mg/dl. Alarm and possible cause were explained to the customer. Customer was advised of recommended batteries. Customer was advised to check battery cap and compartment for damage or corrosion, no damage noted. Customer was advised to clean with alcohol wipes and ensure the battery cap was fastened. Customer inserted a new battery the device still alarmed. It was noted the alarm was not cleared prior to inserting the battery. The customer was instructed to reinsert the battery and the device alarmed again. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.